Manufacturer narrative:
Root cause: the damaged cn2 connector caused the failure of the remote alarm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the remote alarm not working. No patient harm reported.

Manufacturer narrative:
Conclusion / root cause: the damaged cn2 connector (remote alarm port) caused the remote alarm port not functioning. This report is being submitted as part of the remediation for CAPA (B)(4).